Manufacturer narrative:
Field service inspected the analyzer and resolved the issue by manually cleaning the cuvettes and replacing the cuvette dry tip and high concentration waste nozzle. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the architect c4000 processing module (c460155), list number 02p24-01, was determined to be the cause of the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the complaint issue. A review of complaint and trending data did not identify any trends. A review of tracking and trending data in the product monitoring of the clinical chemistry systems revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Device history record review for the architech c4000 processing module did not identify any non-conformances or potential non-conformance related to the complaint issue. Based on the investigation, no systemic issues or deficiency of the architect c4000 processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. The customer's normal range is 1.6 to 2.6 mg/dl. On (B)(6) 2021 sample ID (B)(6) generated an initial result of 1.74 and repeats of 0.89 and 0.92 mg/dl. The patient's historical results were 0.9 to 1.1 mg/dl. No impact to patient management was reported.